Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 1. 60 mg/dl and 96 mg/dl 2. 68 mg/dl and 111 mg/dl 3. 60 mg/dl and 133 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are no longer available and will not be returned.